Event description:
Tap of zeroing stopcock came off when doctor operated. Doctor found out air bubbles (aeration) & bleed back in the extension tube. Doctor operated flush lever to flow the blood back and found saline to leak from under the zeroing stopcock. Doctor turned off zeroing stopcock and it came off housing. Device had been used at the operation room and the failure took place after pt was moved from operation theater to ICU.